Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix l/p (device #5). Additional supplemental emdrs were submitted to represent the bard/davol ventralex (device #1), bard mesh (bard flat mesh) (device #2) and additional emdrs were submitted to represent the bard/davol composix l/p (device #3), ventralex st (device #4), ventrio st (device #6) and bard mesh (bard flat mesh) (device #7). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralex on (B)(6) 2012, two composix l/p meshes on (B)(6) 2012 and (B)(6) 2015, two bard meshes (bard flat mesh) on (B)(6) 2012 and (B)(6) 2018, ventralex st on (B)(6) 2013 and ventrio st on (B)(6) 2016. On or about (B)(6) 2012, the patient underwent surgery for the removal of the hernia mesh product implanted on (B)(6) 2012. On or about (B)(6) 2013, the patient underwent surgery for the removal of the hernia mesh product implanted on (B)(6) 2012. It is also alleged that the patient underwent additional surgeries for the revision of previously implanted hernia mesh products on or about (B)(6) 2015 and (B)(6) 2016. On or about (B)(6) 2018, the patient underwent surgery for the removal of hernia mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.